Event description:
The hospital reported the unit was delivering 700ml when 500ml was dialed in. The unit alarmed, notifying the user of the reported condition. The case was completed with no further reported complaint. There was no reported patient injury.

Manufacturer narrative:
Per 21 cfr 806 ge healthcare initiated a medical device correction for this issue under report no. Z-0009-2014.